Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that the customer accidentally received 2 units of insulin during the fill tubing process. There was no impact to the customer's blood glucose levels.